Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a tricep was used during a stone removal procedure performed in the kidney on (B)(6) 2015. According to the complainant, during procedure, the tricep device was noted to be intact and in working order prior to the procedure. The tricep initially worked as intended. Stones were removed from the patient, and when the device was reinserted the physician noticed that the prongs of the tricep were detached. The bladder and the entire surgical field was inspected but the prongs were unable to be found. The patient also had a scan performed, but the prongs were not detected inside the patient. The procedure was completed with another tricep. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual assessment of the returned device was performed and found the grasper was not detached. The grasper prongs were in the closed/retracted position when received and the handle cannula had been bent. The evaluation concluded that the condition of the returned device was not consistent with complaint that the grasper was detached/separated. No issues were identified with the prongs; the grasper was not detached. Therefore, the most probable root cause for the customer complaint is not confirmed. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a tricep¿ was used during a stone removal procedure performed in the kidney on (B)(6) 2015. According to the complainant, during procedure, the tricep¿ device was noted to be intact and in working order prior to the procedure. The tricep¿ initially worked as intended. Stones were removed from the patient, and when the device was reinserted the physician noticed that the prongs of the tricep¿ were detached. The bladder and the entire surgical field was inspected but the prongs were unable to be found. The patient also had a scan performed, but the prongs were not detected inside the patient. The procedure was completed with another tricep¿. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.